Event description:
User facility reported that they have a pt with a broken ring and was explanting the mesh.

Manufacturer narrative:
The subject product has been received and is out for eval. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.